Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of a no external power alarm while connected to the mobile power unit (mpu) was confirmed via analysis of the submitted log file. A log file was submitted for review and data from the timestamps of (B)(6) 2000 were reviewed. The log file captured low voltage hazard and no external power alarms on the timestamp of (B)(6) 2000 from 13:17:28 to 13:18:09 and from 13:28:52 to 13:29:14 due to losses of external power while connected to the mpu. The system controller backup battery supported the system during the losses of external power without any issues. The alarms resolved once external power to the mpu was restored. The alarms did not affect the controller¿s ability to operate the pump at the set speed. The mpu was not returned for analysis. Multiple attempts were made to obtain additional information, including if the mpu ac power cord came loose at the wall outlet or from the back of the unit, if there were any environmental circumstances would have affected ac power at the time of the event, if the mpu was exchanged, and if the unit would be returned for analysis; however, no response was received. The root cause of the reported event could not be conclusively determined through this analysis. The serial number of the heartmate mobile power unit was not reported with the event. The current revision of the instructions for use (IFU) can be found on the electronic IFU page of the abbott website. Heartmate 3 IFU section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including no external power and low voltage advisory alarms, and the actions to take if the issue does not resolve. Heartmate 3 IFU section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook section 3 ¿ ¿powering the system¿ explains how to properly use the mobile power unit (mpu) and that in the event the mpu loses power the patient is instructed to switch power sources as the backup battery in the system controller will only temporarily power the pump. The patient handbook and the IFU caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient experienced low voltage advisory alarms on both their mobile power unit (mpu) and batteries. Log files were submitted for evaluation. The log file captured controller_clock_corrupt events and 2 no external power events at unknown times while connected the mpu. The emergency backup battery was used to support the system during these events. Motor function was not affected by this event. The event log file also recorded several low power advisory events while connected to battery power. These events were associated with a brief reduction in the relative state of charge (rsoc) signal values. A voltage reduction was not recorded during these events.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.